Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they pulled air through the device during aspiration. After inserting the sheath and performing aspiration air was intermittently drawn through the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.